Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The physician positioned the was into the appendage and advanced the wds into the sheath all the way up to the distal end. Right before the closure device was ready to deploy, the physician shot a little bit of contrast just to confirm position and noted that there was a pericardial effusion. The procedure was continued with no treatment for the pericardial effusion. The closure device was successfully implanted in the laa of the patient. The physician monitored the effusion, which did not get any worse and actually subsided. Protamine reversal was given, but no further intervention was needed. The physician did not have to do anything, they just monitored it and it did not worsen. Protamine reversal was the only step they took towards correcting it. The patient remained stable and was doing fine.